Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-18416. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, high capture threshold, p-wave amplitude variation, and far r-wave over-sensing were noted on the right atrial (ra) lead. High capture threshold was also noted on the right ventricular (rv) lead. Later, fluoroscopy revealed that both ra and rv leads were dislodged from their original position. The leads were explanted and replaced. The patient was in stable condition.